Event description:
Cook embolization coil was being placed in a pda to occlude same when it became entangled in snare and a piece broke off. The piece that broke off was retrieved in the rpa. The remainder lodged in the pda. The rest of the coil was removed during surgery to repair the pda.